Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no microorganisms detected. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated and cracks were observed from the lightguide lens in the sub-water channel hole at the tip of the distal end cover. It can be inferred that the cracks may impede cleaning and disinfection properties. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. It is likely that the issue was the result of insufficient device cleaning/reprocessing, however, bacteria growth inside the endoscope could not be excluded. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Correction to customer reported positive culture sampling dates: it was reported that, during reprocessing, the colonovideoscope initially tested positive on (B)(6) 2023, for 43 colony forming units (cfus) of candida spp. The scope tested positive again for 59 cfus of roseomonas mucosa and enterococcus durans/hirae on (B)(6) 2024. The scope was retested on (B)(6) 2024 and tested positive for 22 cfus of enterococcus durans/hirae and providencia species.

Event description:
It was reported that, during reprocessing, the colonovideoscope initially tested positive on (B)(6) 2023, for (B)(4) colony forming units (cfus) of candida spp. The scope tested positive again for (B)(4) cfus of roseomonas mucosa and enterococcus durans/hirae on (B)(6) 2024. The scope was retested on (B)(6) 2024. The third test result was positive for (B)(4) cfus of enterococcus durans/hirae and providencia species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was rinsed before manual disinfection. The disinfectant used was anioxyde 1000, and the channels were flushed with filtered water. The automated endoscope reprocessor (aer) used was soluscope s3 with soluscope endohigh detergent and soluscope endohigh paa disinfectant. The water quality was controlled with a water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with a clean towel and blown by filtered compressed air. The device was stored in the plasma typhoon. The date of the last sampling was (B)(6) 2024. The sample was taken after storage. Device was last reprocessed at the customer side on (B)(6) 2024. The device was quarantined after the positive culture was observed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.